Event description:
The steris technician observed water on the floor of the workroom where the system 1e is located. No report of injury, property damage, or procedural delays.

Manufacturer narrative:
The steris technician inspected the system 1e and observed a steady drip at the pre a and b ¾" inch copper pipe installed between the pre a and b filter cap housings. The technician tightened the pipe and the leak stopped. No further issues have been reported.